Event description:
Additional information was received from the patient. It was reported that the patient controller and recharger have been showing a full charge for a week and never goes down, they noticed this for about 2-3 weeks. During call, patient checked the implantable neurostimulator (ins) with recharger and ins is showing about 75% charged . Patient stated the controller shows the same thing. Patient stated that he charges about once a week. Patient noted that the ins has gone dead a few times before and he does not want that to happen again. Patient then stated when this happened the recharger showed no charge and stimulation shut off. This has happened a few times in about the last year and half. Patient also mentioned that he did forget to charge sometimes. Then patient said ins charge was at about 75% about a week ago and 75% about a month ago. Patient indicated that they had recharger very little since then. Patient states when he last recharged ins was at 75% and he charged for about 2 hours and recharger still said 75%. It was reviewed that if patient is charging then the level may stay at 75%.it was reviewed that both controller and recharger are both showing ins is at 75% . It was recommended for the patient to continue to monitoring ins charge level and can call back if there is still a concern.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's rechargeable ins went dead twice. The ins was unable to be charged up. Over the call, the patient got out the insr (recharger) and tried to charge the ins. The insr was connecting with the ins and all eight boxes were shaded. The issue was resolved over the phone. No patient symptoms or further complications were reported as a result of this event.